Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient's daughter reported that the patient's garment was too tight causing her to bleed. During a follow-up it was reported that the patient was in the correct size garment, but that the patient was bedridden. The final medical outcome of the wound is unknown. No alleged device deficiency.